Event description:
It was reported that customer received a motor position encoder error alarm. It was reported that customer had high blood glucose of 300 mg/dl. It was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
The insulin pump passed displacement test, rewind, and basic occlusion test. The insulin pump was received with stuck motor error alarm loop during bolus delivery. The insulin pump was unable to confirm alarm due to several alarms noted in alarm history screen. There was an alarm noted due to corrupted history file. The motor was tested outside the insulin pump and passed. The insulin pump was received with minor scratches on lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.